Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while driving the system with the drive handle engaged, the system felt "jumpy" as if the drive handle engagement was intermittent. Site also noted that several pendant buttons were unresponsive during that time. No patient was present at the time of event.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and found logs show error 239 at one point then recoverable error 0 indicating communication issues. Pendant would not work under this condition. System was rebooted before he went to the site and worked as expected. Representative unable to reproduce any issues. Drive motor board voltage was within specification. System is stored very far away from the or. Battery voltage dropped 3 bars taking system back to its storage location. Explained to site to make sure the system is plugged up as quickly as possible and to wait for battery's recover before using it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.